Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 2 patient samples on a cobas integra 400 plus analyzer. The doctor questioned the initial results and the samples were repeated. For patient 1, the initial na result was 125 mmol/l. The repeat result was 134 mmol/l. For patient 2, the initial cl result was 73.1 mmol/l. The repeat result was 104.3 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number is 21524947. The cl electrode lot number and the electrode expiration dates were not provided. The customer stated verbally that their qc was acceptable prior to the event. The field service engineer (fse) found bad o-rings on the electrodes and replaced them. The fse performed priming and performance tests successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.